Manufacturer narrative:
Visual inspection of the two returned ca-20070 cannula devices found a void path in the connection between the central connector and one of the two tubing branches. The returned cannula devices were subjected to leak test and the test reproduced the claimed leak. Investigation of the devices suggested the leak was caused by incorrect distribution of bonding solvent between the tubing and central connector. A review of the DHR did not identify any deviations or non-conformity relevant to the reported issue. The operators involved in the manufacture of these devices will be retrained to prevent further reoccurrence. In addition, livanova has issued a CAPA project (CAPA-arv-2017-0006) to further investigate the root cause for leakages associated to this type of cannula devices and identify adequate corrective actions. Livanova will keep monitoring the market for similar events.

Manufacturer narrative:
Livanova USA inc. Manufacture the cardioplegia adapter cannula. The event occured in (B)(6). If any additional information pertinent to the reported issue is received, it will be provided in a supplemental report.

Event description:
Livanova USA inc. Received a report that during cardioplegia administration a leak of fluid appeared at the y connector of the cardioplegia adaptor. It was reported risk of air delivery to the patient. There was no report of patient injury.